Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. Add'l info will be submitted within 30 days of receipt.

Event description:
The target lesion was the proximal left anterior descending artery. The target lesion was de-novo, concentric and thrombotic. Aha/acc classification of the vessel was type b2. The lesion length was 15mm and vessel diameter was 3.0mm. The procedure was an emergent case due to acute myocardial infarction and unstable angina pectoris. Pre-dilatation was conducted with a balloon (2.5/20mm) at 12 atm for 30 seconds. A cypher (3.5/18mm) was implanted at 14atm for 30 seconds. Post-dilatation was not conducted. Ivus was conducted. The residual % of stenosis was 0%. Timi flow before the procedure was 0 and 3 after the procedure. Act was not measured. After returning to the pt's room, he complained of chest pain and st elevation was also observed. Coronary angiography was conducted and thrombus was observed in the cypher. To treat the thrombus, aspiration was conducted. A cypher (3.0/23mm) was implanted distal to the index cypher, overlapping it. Thrombolytic agent was administered (urokinase 960,000u).